Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to noise and oversensing at rest. Attempts to reprogram the device to alleviate were unsuccessful. The lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.